Event description:
Customer called to report the insulin pump had a blank display screen. Blood glucose reading was 217 mg/dl. The customer stated that he had suspended the insulin pump while showering and now it is blank. Customer mentioned that when he sent a blood glucose reading to the insulin pump, he could hear a beep but nothing showed on the display screen. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with blank display due to faulty lcd driver. Insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).